Event description:
It was reported that the insulin pump alarmed during the manual prime. Blood glucose level was 354 mg/dl. Troubleshooting was performed. Customer was advised to disconnect from the insulin pump. The device was not dropped or bumped prior to alarm. The drive support cap was sticking out and was not pressed in by the customer. Customer was advised to discontinue the use of the insulin pump and revert to back plan. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with prime alarms during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.